Event description:
Customer reported that her insulin pump was malfunctioning. Customer stated that she had low blood glucose because her insulin pump delivered too much insulin. Customer stated that there is an issue with the reservoir volume the amount fluctuated from 10 to 25 units of insulin. Customer stated that last night she woke up and her blood glucose was only 43 mg/dl and she treated with glucose tablets. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.